Event description:
It was reported by the patient that the communicator displayed a red call doctor icon. Review of device data determined that the alert was due to high, out-of-range (oor) pace impedance on the right ventricular (rv) lead. The trend data showed that the pace impedance had been consistently greater than 2,000 ohms. The patient was referred to their physician. The rv lead remains implanted and in service. No adverse patient effects were reported. It was additionally reported that the rv impedance had been 2.500 ohms since (B)(6) 2021. Artifacts were also present, without consequence. A new rv lead was implanted on (B)(6) 2021. No additional adverse patient effects were reported. Additional information is being requested with regard to whether the rv lead will be returned to boston scientific for analysis.